Event description:
Device explanted due to device malfunction involving an inability to sense patient motion properly. No adverse patient events reported. Should additional information become available, it will be added to this file.